Event description:
Pt experienced high blood glucose levels even after repeated boluses were administered through her insulin infusion pump. She removed her tender brand insulin infusion catheter and noticed that the cannula was broken off. Her dr could not determine the location of the cannula and advised her to wait before seeking add'l treatment. On 4/30 bolused at lunch. After lunch - checked her blood glucose; it was 300 'plus'. Gave another bolus. Blood glucose did not go down. Removed the tender, and the cannula was broken off. Had tender in her upper backside. Went to see a dr on saturday to see if it should be removed. The surgeon said to wait. Couldn't find the cannula anywhere. He said it would either work itself out or maybe become infected if it is still in there. She kept the tender. Will send it in. She did not re-insert the insertion needle before insertion. Wears a minimed pump.